Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set cannula was bent. Reportedly, she changed the site in the night and but the very next morning, after she woke up, her blood glucose was at 540 mg/dl, had traces of ketones and she was throwing up. Subsequently, she was admitted to the hospital and the health care professional might consider the ketone level as dangerous or life threatening. During the treatment at the hospital, it was found that the site was bent underneath her skin. She was given intravenous drip as corrective treatment which resolved the issue. The infusion set was used for one night only. The patient was hospitalized for four days and there was no permanent damage to the her. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.